Event description:
It was reported the patient had knee surgery about (B)(6) 2014. She began to have an issue with pain and during a follow up visit, the surgeon did an x-ray. The x-ray revealed the broken tip of the scope sheath was left un-retrieved. The patient was scheduled for a second surgery on (B)(6) 2014 to remove the fragment but canceled, prior to arrival.updated information: the patient re-scheduled for (B)(6) 2014 but canceled again with no re-schedule.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation lot number was not provided so device history record review cannot be performed. Based on the information provided, the most likely cause(s) of this event include excessive bending force applied to the device tip during use or mechanical damage to the device such as dropping or hitting the device with another device prior to use. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Risk manager will not release device.